Event description:
This involves a pt with bilateral implantable pulse generators for deep vein stimulators for parkinson's disease. In 2007, patient underwent replacement of implantable pulse generators (bilateral) due to depletion of batteries. At about 6 weeks later, patient was re-evaluated and found to have depletion of his implantable pulse generator on the right and underwent procedure for replacement of implantable pulse generator (right). In the same day, patient was discharged home without noted post-op complications.